Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead dislodgement. The explanted lead will not return for analysis. Outside of the surgical revision, no adverse patient effects were reported.